Event description:
It was reported that during the operation, t1 was secured on the meniscus and t2 could not be secured. The doctor could only take t1 out and then take the backup fastfix to complete the operation. There was no significant delay or patient injuries.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The blue split cannula needle cover was not returned. The white depth limiter is attached and was trimmed short; back beyond the inner sheath. T1 was absent. The suture has been sliced where t1 would be. T2 and rest of suture were returned but separated from the needle. T2 has been crimped or pinched. The needle showed no damage. The manual actuator functioned as expected. Factors that influence successful securing of anchors including device ability, implant location and tissue condition. Temporary twisting or flexing of the delivery needle can inhibit release or securing of anchors. Root cause was undetermined.